Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery. A 1.20mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the initial inflation at 7 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.